Manufacturer narrative:
Stryker performed an initial evaluation of the device and was able to verify and duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the defibrillation energy delivery level was not as expected from their device. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that the defibrillation energy delivery level was not as expected from their device. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Evaluation determined the reported issue was caused by broken hard paddle plates. The hard paddles were replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.